Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter tampa bay. The product analysis lab (pal) discovered during downloading that there was a pre rite (return instrument test evaluation) system error 2367 that had occurred. There was a patient involved, but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). A system error (se) 2367 was found during a review of the event logs of the hc device. The problem was confirmed but the assignable cause for the system error 2367 was not determined.

Manufacturer narrative:
(B)(4). A sample is not available. A follow up report will be sent when additional information becomes available.